Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as moist and inflamed. There was no alleged device malfunction contributing to the rash. The patient¿s physician prescribed a cream for the skin irritation and removal of lifevest until the area clears. The outcome of the rash is unknown as follow up attempts were unsuccessful.